Manufacturer narrative:
The customer¿s report with the lvp failing the occlusion test was confirmed. Physical inspection noted the device to be in good condition. During external inspection it was found the lvp membrane frame was cracked at the site of the screw. No other external damage was found. Review of the pcu event shows that on (B)(6) 2015 the user programmed the lvp at a rate of 1.5ml/hr and started an infusion at 11:33pm. A ¿check IV set¿ alarm occurred immediately. The user restarted the lvp and, again, a ¿check IV set¿ alarm occurred immediately. The lvp door was opened and closed. The user restarted the infusion at 11:59pm. The unit continued infusing until a ¿patient-side occluded¿ alarm occurred at 12:36am, on (B)(6) 20015. The alarm was cleared and infused was restarted by the user. The user changed the rate to 2.25ml/hour at 1:52am. At 1:13am, another ¿patient-side occluded¿ alarm occurred. The alarm was cleared and infused was restarted by the user. At 1:37am the lvp experienced a channel malfunction (code: 241.4140.0), which is related to failure of the patient-side pressure sensor. The user attempted to restart the infusion, but the lvp was disabled (channel error state). The user powered off the lvp at 1:49am. The lvp remained attached (but disabled) to the pcu until after the pcu was powered off by the user at 6:48am on (B)(6) 2015. Review of the pump module error log reveals the channel malfunction (code: 241.4140.0) occurred 5 times between the dates of (B)(6) 2015. Alaris system maintenance v9.8 ¿patient side occlusion¿ test was run twice. The pump module failed both instances of testing. The root cause of the customer¿s report with the pump channel stopping during infusion and failing the occlusion test is believed to be the result of a faulty patient-side pressure sensor. The root cause of the customer¿s reported experience with the devices not alarming cannot be determined.

Event description:
The received medwatch from the customer states: "pump channel stopped while medication was infusing. Mod "failed the occlusion test" per clinical engineering." The customer also reported that the pcu and pump module shut down during patient infusion and the devices did not alarm. The user retrieved a new pcu and lvp and the infusion continued. There was no patient harm reported.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Additional information provided.